Event description:
Report rec'd of an audible alarm tone. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, the device was programmed to deliver at a rate of 100ml/hr with a dose limit of 25ml. It was reported that the device displayed and flashed that the dose limit was completed, but did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.